Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (unable to baseline patient) has been confirmed. Upon investigation, the electrode bel was unable to baseline an ECG signal. The cause for the failure was isolated to pins 2, 3, and 6 of u1 in ECG c and d out of tolerance. The root cause for the out of tolerance pins was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to baseline a patient's ECG signal.